Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.